Event description:
Sterile processing reported having intermittent issues with the 3m attest chemical integrators (lot # td122025, ref# (B)(4)) not passing their sets, with two of the same lot# in a set. One will pass and the other will not pass. Upon inspecting the indicators, it was noted that the ink cartridge from the one that doesn't pass is concaved, while the one that deployed ink appropriately doesn't look concave. 3 sets have recently had this issue. Manufacturer response for indicator, physical/chemical sterilization process, 3m attest (per site reporter). The hospital's 3m rep was notified. No response received to date.